Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements during a routine follow-up. All other measurements were appropriate and the x-ray did not reveal any signss of fracture of dislodgement. During the revision procedure, helix issues were experienced. As a result, the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The helix was noted to be stretched, this was confirmed to be induced damage. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was able to extend/retarct the helix; however, the helix was not able to fully retract into the housing due to the stretched helix. Testing was unable to reproduce the reported clinical observations.